Event description:
It was reported that revision was done due to paint and dislocation. The dislocation caused by the patient's activity. So the surgeon decided it is not the product failure.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].